Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. After realizing elevated bg levels, patient found the pink slide had not moved forward as intended. This indicates a needle mechanism failure occurred. The cannula deployed but was found bent. As treatment, pod was removed, a new pod was applied and corrections were delivered.